Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was hospitalized due to chest pains and a low blood glucose (bg) level of 40 (mg/dl). Reportedly, customer delivered an incorrect bolus amount due to a visual impairment and consumed carbohydrates to address low bg levels. Subsequently, customer was treated with insulin injections and saline in hospital. Customer was released from the hospital (B)(6) 2016 in stable condition and has discontinued pump use due to visual impairment. Manual injections are currently being used for diabetes management.